Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Other devices used: catalog #00599401691, nexgen lcck femoral component, lot #62166187; catalog #00599404012, nexgen lcck articular surface, lot #62203819; the following products were manufactured by zimmer (B)(4): catalog #00598801017, nexgen straight stem extension, lot #62242944; catalog #00598801020, nexgen straight stem extension, lot #62195981. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. Per the nexgen cr, ps, cra, lps and lcck knee package insert pain and metal sensitivity are known adverse effects associated with this procedure. A product history search identified no other complaints for the part and lot combination of the tibial, femoral, stem, or articular surface component. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing pain and possible allergic reaction.